Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that where the laser fiber at base where it plugs into the laser system gave off a smoke smell and when the doctor stepped on the foot pedal, the fiber completely broke. The issue occurred during a therapeutic ureteroscopy laser lithotripsy procedure. The procedure was completed with an olympus back up device. There were no reports of patient harm. This is report 1 of 2.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The MDR supplemental report is being submitted to provide updated fields and final investigation results. The device was not returned for evaluation and the customer's allegation could not be confirmed. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor the performance of this device.